Event description:
In this case, it was reported that the pulmonary valve was explanted after an implant duration of approximately 6 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
(B)(4) = "posterior dehiscence of the valve was noted". Based on the operative report, the inferior aspect of the pulmonary valve prosthesis had been disrupted, causing wide open pulmonary insufficiency. This was removed, and a 33 mm edwards valve was placed in the right ventricular outflow tract reinforced by horizontal mattress pledgeted sutures. A ridge in the left pulmonary artery appeared obstructing and was resected with improvement in the left pulmonary artery size. A 28 mm edwards ring was placed in support of the tricuspid valve with completed resolution of tricuspid regurgitation. The patient was then warmed and weaned from cardiopulmonary bypass. A transesophageal echocardiogram confirmed adequacy of the repair. Per the pathology report, there is no gross defect noted in the prosthetic valve segment. There is not purulent material or hemorrhagic material adherent to the valve. Microscopic description of the explanted prosthetic valve reveals dense fibrous tissue without unusual inflammatory cell infiltrates. No other atypia is seen. Unfortunately,the subject device has been discarded, therefore, no evaluation can be performed. Although the root cause cannot be investigate, the insufficiency was caused by the "pulmonary valve prosthesis had been disrupted, causing wide open pulmonary insufficiency" per the operative report. The type and cause of insufficiency/regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.